Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp dehp free experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material #: 10942011, batch/ lot #: unknown. Rn came in room d/t alaris pump beeping. Alaris pump saying " air in line." Rn took tubing out of large bore pump and noticed there to be a slit in the middle of the tubing due to leaking of fluid from IV tubing.

Event description:
It was reported that the gem v/nv 20dp dehp free experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material #: 10942011 batch/ lot #: unknown. Rn came in room d/t alaris pump beeping. Alaris pump saying " air in line." Rn took tubing out of large bore pump and noticed there to be a slit in the middle of the tubing due to leaking of fluid from IV tubing.

Manufacturer narrative:
Investigation summary: the customer reported a slit in the middle of the tubing which caused a leak, and returned the affected sample. The sample was primed with water, and a leak was found at the inlet of the silicon pumping segment, and the complaint is verified. The cut in the silicon is very tiny, and only leaked when pulled apart, so would only leak when being pressurized in the pump. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause for the small hole is unknown. There is a known issue for cuts and tears in the silicon, caused by improper loading of the pumping segment, we strongly recommend loading the top blue clip into the pump first and then the bottom.